Event description:
After medical review of this non-serious report, it was determined that this report should be upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. This case was reported on (B)(6) 2012 by a company sales rep via an aesthetic physician. This case involves a female pt (age nos), treated with poly-l-lactic acid (sculptra), diluted at 1:7 with an unspecified medium in (B)(6) 2011. It was injected into the glabellar area and nasolabial fold. It was noted that this pt had previously been injected with poly-l-lactic acid approx two years ago with no adverse events. In (B)(6) 2011, the pt experienced nodules at the injection site with the dimension of a rice grain, as described by the physician. As corrective treatment, the pt was locally administered cortisone and normal saline solution. Recently, the physician has examined the pt and reported the nodules were still visible with increased dimension (like a chickpea). Significant/relevant medical history was not reported. Relevant concomitant medications were not reported. Action taken: unk. Corrective treatment: cortisone, sodium chloride. Outcome: not recovered/not resolved.